Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter e-mail: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle splattered vaccination medicine back from the hub when the plunger was pressed. The following information was provided by the initial reporter: "writer went to administer vaccine. As plunger was pressed an unknown amount of solution splattered back from the hub (as if under pressure) and then administered as expected. Invalid dose was administered and vaccine had to be read ministered for a valid dose."